Manufacturer narrative:
The electrode remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient was hospitalized due to the feeling of receiving an electric shock in (B)(6) 2021 when the patient was repairing a garage door, and working with their hands over their head. The root cause of the electrical shock was not determined. A stored episode from this subcutaneous implantable cardioverter defibrillator (s-ICD) was sent for review where the inappropriate shock was seen, and it was possible to reproduce oversensing with manipulation during a follow up in all sensing vector. A possible electrode fracture was suspected. This case was discussed over the phone with technical service (ts) who confirmed an inappropriate shock due to oversensing of myopotential signals. Further review showed noise detection in the primary and secondary sensing vector thus it was discussed to reprogram the device to the sensing vector less susceptibility to noise. The electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The electrode remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this patient was hospitalized due to the feeling of receiving an electric shock in (B)(6) 2021 when the patient was repairing a garage door, and working with their hands over their head. The root cause of the electrical shock was not determined. A stored episode from this subcutaneous implantable cardioverter defibrillator (s-ICD) was sent for review where the inappropriate shock was seen, and it was possible to reproduce oversensing with manipulation during a follow up in all sensing vector. A possible electrode fracture was suspected. This case was discussed over the phone with technical service (ts) who confirmed an inappropriate shock due to oversensing of myopotential signals. Further review showed noise detection in the primary and secondary sensing vector thus it was discussed to reprogram the device to the sensing vector less susceptibility to noise. Additional information noted that the device was reprogrammed to the secondary sensing vector and at a follow up no further issues were seen. The electrode remains implanted. No adverse patient effects were reported.